Manufacturer narrative:
(B)(6): initial MDR submission with device evaluation. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. It was reported the several filter needles have an exceeded white substance. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, five photos were provided for evaluation by our quality team. Four photos show a needle assembly with epoxy where the needle is fixed to the needle hub. No defects were observed in these needles. The second photo shows two needle assemblies in which one has an epoxy drip over on the needle. The second needle has no defects observed. The epoxy defect could occur if there is a jam at the cannulator. A device history record review was completed for provided material number 305211, lot 2363735. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the cannulator was performed. The settings were correct, and the flow of product was good. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Since two weeks, we are experiencing severe defects with the filter needle. As you can see in the pictures attached, several filter needles are have an exceeded white substance, looking like a glue on the cannula. Last week, batch 2363735 was co-packed with our drug product, and out of 7000 filter needles, only 50 were within the specification as per the filter needle drawing, meaning over 90% of the issued quantity. Could you please help us in addressing this issue? The situation is critical at our end because, we might have to throw away about 90% of batch 2363735. Could you please let us know if there were any issues during the manufacturing process of the concerned batch?